Event description:
It was reported that during a gastric bypass roux-en-y procedure, the blade tip broke off into the patient. The tip was retrieved with graspers. Another device was used to complete the procedure. There was no patient consequence.

Event description:
Customer reports taking apidra insulin after testing 187 mg/dl on the aviva system. Customer reported low blood glucose symptoms 20 minutes later; nurse tested customer's blood glucose and the result was 42 mg/dl. Customer was treated with lemonade and low blood glucose symptoms improved. The following day the customer received results of 564 mg/dl, 357 mg/dl, 104 mg/dl, and 76 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.